Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: during an acdf level c3 - c4 procedure surgeon inserted a zero-p implant while packing the site with bone graft the peek cage separated from the plate. The implant was re-assembled and was inserted with aiming arm; insertion was not achieved and the implant fell apart again. Implant was assembled for the third time and inserted successfully with forceps. Surgeon free handed the two screws through implant into the c4 vertebral body. X-rays taken showed the zero-p plate tilted in the cranial caudral plane and the screws had been placed parallel to the endplates. Surgeon decided to remove two screws after struggling to place a third screw. Surgeon chose to place a 3-level vectra plate and screws over the implant at c3 - c4 and placed two cervios cages at c4 - c5 and c5 - c6. The procedure was completed. This is 2 of 4 reports.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion can be drawn, as no product was received.